Event description:
It was reported that the pump touchscreen was cracked rending the pump nonfunctional and unreadable. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.